Event description:
A frank dialyzer membrane rupture occurred upon initiation of hemodialysis. Approximate blood loss - 150cc (blood in dialyzer could not be returned). Patient experienced no subsequent injury.